Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smart touch bi-directional navigation catheter approved under PMA # p030031/s053. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation procedure with a thermocool&#59411;smarttouch&#59411;sf bi-directional nav catheter and suffered a cardiac tamponade which required intervention. After mapping and merging in the left atrium, the operator started the ablation on the left side of the left atrium. During the ablation on the ridge, high contact force was detected. The ablation was finished with a wide area circumferential ablation on the right side. Afterwards exit and entrance pacing was done to and from the veins of the right and left superior and inferior pulmonary veins. After finishing the procedure, a tamponade occurred which needed additional intervention for the patient. The type of intervention is unknown. The patient is fine now and in stable condition. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on 07/11/2016: a transseptal puncture had been performed with a non-biosense webster product. The adverse event was discovered during the ablation phase. The patient had a pericardiocentesis and required extended hospitalization for observation. The patient has since fully recovered. There were no factors noted that might have contributed to the event. The physician¿s opinion on the cause of the event is that it was procedure related. The generator was in power mode with a temperature cutoff of 43°c. At the time of injury the temperature was 30°c, impedance was 124 ohms and the power was 25 watts. The power was not titrated during ablation. Irrigation flow was 8ml per minute. The overall ablation at the site of injury was 8 seconds. There were no error messages observed on biosense webster equipment during the procedure. A st. Jude medical agillis sheath was used. Manufacturer's ref. No: (B)(4).